Event description:
It was reported that the 9900 system was missing images and the technique would track to maximum during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was replaced during the service call. The system was found to be working and put back into service.